Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿insulin should be at room temperature before filling the cartridge.¿ t:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was air bubbles present in the luer lock and just past the luer lock on multiple occasions. Customer stated that they used cold humalog insulin to load the cartridges, and changes out her supplies every 3 days. Customer had elevated blood glucose levels reaching 450 mg/dl. Injections were used to stabilize blood glucose levels. Tandem technical support instructed the customer to change out all supplies.